Event description:
Hill-rom received a report from the account stating the brakes were not holding. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The account's clinical engineer found the brake caster stem was snapped. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.